Event description:
This pt expired in their sleep approx. Nine months after cypher stent implantation to the mid left anterior descending artery (lad). The cause of death is unk at this time. This pt was admitted to the hospital with a chief complaint of unstable angina (ccs iia). The pt was currently taking lasix, tiazac, lopressor, and aspirin. The pt was taken electively to the cardiac cath lab, where angiography revealed a 90%, de novo, irregular, eccentric, b2 type lesion in the mid-lad. A bolus of 75 mg of angiomax was administered via IV, followed by an infusion at 1.75 mg/kg/hour. Gp iib/iiia inhibitors were not administered in conjuction with the angiomax. There were no difficulties in accessing or wiring the vessel noted; however, the lesion was accessed via an svg (sapheanous vein graft) to the lad.